Event description:
(B)(4).

Manufacturer narrative:
Our field svc engineer who was dispatched to site downloaded the ventilator's logs. More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).